Manufacturer narrative:
The main component of the system and other applicable components are:product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3037, serial # (B)(4), product type programmer, patient.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient programmer (pp) was showing for the patient to sync to the ins. The patient pressed the sync button and the pp showed her to press the sync button. It was reported that the patient would try a new set of batteries in the pp. After new batteries were in the pp the issue did not resolve. Replacement programmer sent to patient. Additional information reported on 2016-10-06 that patient had reported previously that she had encountered poor communication/had put new batteries in the programmer and it was dead. The patient was sent a replacement programmer. The patient was calling back to report that with the replacement programmer she was still getting poor communication on the patient programmer. The patient stated she hadn't used the patient programmer to make adjustments because she would go long periods of time where she wouldn't have to. The patient stated that now she was not getting good therapy control. The patient stated that was why she tried to increase her stimulation in the first place and then she noticed that she couldn't because of the poor communication. The patient stated that she also did not feel stimulation. The patient stated that she didn't feel the "shocking anymore", confirmed with patient that this is how she described the stimulation sensation and that it was always comfortable and not strong enough to notice. The patient stated that she had not felt stimulation in a long time. Unplug antenna, place pp directly over ins, on skin. Antenna was secure and sync with ins but did not resolve reported issue. The patient experienced loss of stimulation probably 6 months ago and return of symptoms last week. The patient¿s indicators was noted as other.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.